Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is similar to a device marketed in the u.s. The event is being reported due to an alleged or confirmed malfunction. Evaluation summary: (B)(4) battery depletion-normal.

Event description:
It was reported that during a "normal change" for "usual wearing down", there was concern regarding the atrial lead, as figures indicated an abnormal decrease of impedance to less than 200 ohms, with no detection and no stimulation. During intervention, it was discovered that the lead seemed to be ok, with impedance close to 500 ohms. The device was explanted and replaced. The atrial lead model was unknown, and it was reconnected to a new device. No patient complications have been reported as a result of this event, and the patient's status was reported as "ok".